Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received using multiple cartridges. Customer's blood glucose was 236-326. Customer continued to use pump for insulin therapy.